Event description:
I have been wearing the new medtronic blood glucose monitoring pump system for a few weeks now, and in general, it works, but I am so disturbed by how the alarm system is programmed, that I am considering stop using it. It is like being tethered to a two-year old whiny baby. At times, the alarm schedule seems dangerous when one is driving. It repeatedly goes off every minute or so, asking for a needle-stick calibration. I find myself mumbling, "profanity", I'm driving!" "I know, you just told me!" Etc. The choices for an alarm schedule are way too limited and extreme. The other choice is to turn off all alarms. How about interacting like you were taking with an adult, not a two-year old? Sometimes, it wakes me up five or more times a night, with near pointless messages. Repeatedly disturbing a diabetic's sleep can't be good for their health. The alarm schedule should be different when someone is asleep. It is constantly losing contact with its sensor even though they may only be a foot or so apart. This requires extra calibration sticks. Also, the choices of tones are not realistic. Many of us older male patients can't hear high frequencies well. Everyone in the room can hear the beep, except me. My students and strangers are constantly telling me "you're beeping again". A lower pitched tone would be very desireable. When you put it in vibrate mode, all of these alarms run down the battery too soon. Then, there are the operating costs. I have been trying to get sensors, which last six days, cost (B)(6) a week, and are not yet covered by my insurance. They cover the infusion sets, which last 3 days each, but probably cost about the same as the sensors. If I had no coverage, it would probably cost (B)(6)/month to operate this system. At (B)(6) for the purchase price of the pump, it seems a shame that I am considering putting it on the shelf and not using it, just because of a poor alarm programming strategy.